Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: unintentional disconnection of 412160 from port on primary line. Detailed inquiry description: "nurse stopped chemo infusion due to patient reaction and removed primary line from port. When this was done the chemo connector popped off the secondary set where it connects to the clave. The clamp was also still open causing chemo to drip on the floor. No injury reported.